Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The leads were manipulated during the ICD change out which may have caused deterioration of the lead integrity. The physician opted not to do a revision at this time due to the advanced age of the patient. The tachycardia therapy was disabled. The device and leads remain implanted.